Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered.  A 16 x 2.75 promus premier¿ stent delivery system (sds) was selected; however, the device was unable to cross the target lesion. The procedure was completed with another promus premier stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The stent protector was not returned with the device for analysis. A visual examination of the crimped stent found a stent strut at the mid-section of the crimped stent was lifted upwards from the stent profile. The damaged & lifted strut was on the 10th row from the distal stent edge. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).